Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there were lines through the display screen. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no serious injury associated with the complaint.

Manufacturer narrative:
Date of submission 25-may-2018 the device has been returned and evaluated by product analysis on 21-may-2018 with the following findings: on investigation, a blue line was confirmed to be seen in the display.